Event description:
It was reported the consumer accidentally backed into the wall with the m94 powered wheelchair. At the moment the wheelchair made contact with the wall, the onboard charger sparked. No patient injuries were reported as a result of this event.